Event description:
This is filed to report death. This research article was a retrospective study designed to evaluate evaluates the performance of the tri-score, which has been described as the first risk score derived in patients undergoing isolated tricuspid valve surgery to predict in-hospital mortality. Complications identified in the study included: death. In conclusion, the tri-score showed good discrimination for in hospital and 1-year mortality in patients undergoing transcatheter tricuspid valve repair, clearly better than the euroscore ii, but needs recalibration for transcatheter treatment techniques as surgical risk scores are known to overestimate absolute mortality risk. Details are listed in the attached article titled, "prognostic performance of the surgical tri-score risk score in patients undergoing transcatheter tricuspid valve treatment ".

Manufacturer narrative:
Investigation is not complete. A follow up report will be sent upon completion. Date of adverse event, date of event, implant or explant date: dates estimated. The UDI number is not known as the part and lot number were not provided attachment: title of article: prognostic performance of the surgical tri-score risk score in patients undergoing transcatheter tricuspid valve treatment.

Manufacturer narrative:
The device was not returned for analysis. Based on available information, the cause of the reported death could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.